Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical treatment as a result of infusion set needle fracturing into their body. Blood glucose reading was over 600 mg/dl. It was unknown how the high reading was treated. Customer stated the needle was detached and was confirmed via x-ray that it was in their abdomen. Customer stated the stainless needle was successfully removed by a surgeon through an outpatient procedure. The insulin pump is not expected to return for analysis. The customer has the infusion set available for return for analysis.